Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there is no sound coming from the mx40 when alarming. A speaker malfunction error is present. The device was not in use on a patient.